Manufacturer narrative:
"The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed throughthe FA16MAY2006 letter."

Event description:
THE CUSTOMER REPORTED AN ISSUE WITH THEIR METER. UPON INVESTIGATION, THE METER WAS FOUND TO EXHIBIT THE MEMORY OVERWRITE MALFUNCTION. THERE WAS NO REPORT OF DEATH OR SERIOUS INJURY.